Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a patient notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited a long charge time. The device was explanted. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Correction: date of explant was incorrectly reported in initial MDR. The date should have been (B)(6) 2018.

Manufacturer narrative:
Previously reported MDR was missing remedial action type recall selection with recall number.

Manufacturer narrative:
The reported field event of a extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was due to a capacitor anomaly.